Manufacturer narrative:
It was initially reported that the details of the injury were unknown; however, the user facility followed up and provided more information. Section b5 has been updated.

Event description:
It was reported that a user was injured while trying to maneuver a stretcher into and out of the elevator during patient transportation. A stryker sales representative provided follow up training to the user facility and found that the device is non-ergonomic due to the way the users are maneuvering the stretchers around obstacles in the hospital. The user facility followed up on the alleged injury and stated the user suffered a shoulder strain which required physiotherapy treatment.

Manufacturer narrative:
The user facility received follow up training and stated they did not need the devices evaluated

Event description:
It was reported that a user was injured while trying to maneuver a stretcher into and out of the elevator during patient transportation. No information has been provided regarding the treatment or severity of the injury. A stryker sales representative provided follow up training to the user facility and found that the device is non-ergonomic due to the way the users are maneuvering the stretchers around obstacles in the hospital. Additional information regarding the injury has been requested.